Manufacturer narrative:
Additional information: the onyx frontier stent balloon, although ruptured, was able to expand and deploy the stent when dilated to 20 atm at the lesion and crimped. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a procedure, one onyx frontier coronary drug eluting stent balloon ruptured during stent placement. The lesion being treated was a moderately tortuous, severely calcified lesion with 90% stenosis in the left anterior descending branch (lad) (cass#5, #6). The device was inspected prior to use with no issues noted. Negative prep was performed with no issues noted. The lesion was pre-dilated with a non-compliant balloon with one inflation at 15 atm for 10 seconds. The device did not pass through a previously deployed stent. Resistance was not noted while advancing the device to the lesion. Excessive force was not used during delivery. The device was not moved or repositioned in the lesion while inflated. When the balloon was passed through the wire, an abnormality was noted. Upon delivering the stent to the lesion site, it was discovered that the balloon had ruptured. The balloon rupture occurred on the first inflation at an inflation pressure of 20 atm for approximately 10 seconds. Post expansion was performed. The stent was successfully deployed, completing the procedure. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Additional information: image analysis: fluoroscopic images were provided for review which confirm the presence of a calcified lesion in the proximal lad. Access to the vessel is difficult with the guidewire curling back on itself during delivery. The lesion is treated with rotational atherectomy for a number of runs. This was followed by delivery of a long stent to the proximal lesion in the lad. On commencement of deployment the stent commenced deployment with expansion on the proximal and distal ends of the stent. Immediately contrast was evident exiting the on the distal side of the balloon. This confirms a balloon or an inner shaft leak or burst. The stent was successfully deployed with multiple post dilations in the left coronary vessels. The images do not show the cause of the balloon/shaft leak/ burst. Annex d codes correction: annex b and c codes. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Product analysis: the device returned with balloon in a post inflated state. The balloon failed negative prep. On pressurization of the device, liquid was observed exiting the distal tip and exchange joint, suggesting a leak on the inner member. The balloon failed to maintain pressure. Upon visual inspection, a tear was observed on the inner member immediately proximal of the proximal balloon cone. No other deformation evident to the remainder of the device. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.